Event description:
The customer reported via phone call that they had fluctuating blood glucose. Customer stated their blood glucose would decline to 32 mg/dl and rise to 535 mg/dl. The customer also reported inaccurate readings with their sensor. Customer stated their blood glucose would be around 30 mg/dl and their sensor glucose would be 90 mg/dl. It was also found the customer would have weak signal issues. The sensor will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.